Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, noted by a blood glucose of 262 mg/dl, and contacted support because her insulin supply was low and could run out before the next prescription pickup; the agent advised reverting to backup therapy to avoid running the pump empty and discussed persistent alerts and notifications. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included self-management with device-directed correction and transition to backup therapy, with no emergency care or hospitalization. Investigation included case triage, user education, and troubleshooting focused on insulin supply management, device alerts, and appropriate interim therapy. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause in the context of limited remaining insulin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.